Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device either displayed a black screen or lost power during a patient event. The customer advised that some of the staff reported that the device was replaced after the screen went blank, and other staff members stated that the device was connected to ac power and thereafter proper operation was observed. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.